Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that breakage or disconnecting of the image sensor unit occurred due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system as below. [Inspection of the endoscope] - inspect the control section and endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. - inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. [Inspection of the instrument channel] - insert the endo therapy accessory straight through the biopsy valve while closing its distal end and retracting it into the sheath. - confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end. - confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve [inspection of the endoscopic image] 1. Observe the palm of your hand using the wide lens imaging (wli) and narrow band imaging (nbi) endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. 3. Adjust the brightness level as appropriate. 4. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 5. Operate the up/down angulation control lever slowly in each direction until it stops. 6. Turn the insertion tube rotation ring slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8. Align the up indication of the insertion tube rotation ring with the up indication on the control section." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition, the complaint was confirmed and water tightness was lost due to a pinhole on the instrument tube. Also, evaluation found the bending section cover adhesive was chipped, the plate was sticky, the control unit, universal cord, scope cover unit and scope connector were sticky due to water leakage, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the forceps and channel cleaning brush could not be inserted smoothly due to a dent on the instrument tube, the light guide bundle was slipping down, and the connecting tube was dented. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite bronchovideoscope was leaking from the control section and the instrument channel. The customer did not know how the foreign material adhered to the scope. There was no delay to starting precleaning, water was aspirated through the instrument channel, and the channel was wiped/brushed during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material coming out of the instrument channel and an e315 unsupported scope error message was displayed due to a corrosion on the endoscope connector. The report is being submitted due to the error message and foreign material in the scope found during evaluation.